Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The device was inflated to nominal pressure for 3 minutes on the first inflation, and then inflated to nominal pressure for 1 minute on the second inflation. However, during the third inflation at 17 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.